Event description:
A patient reported blood glucose results of "240 mg/dl" with a lifescan meter and "180mg/dl" on a laboratory device performed within 10 minutes of each other between the tests there was no intervention that would be expected to change the blood glucose.